Event description:
During the withdrawal of the catheter, the soft tip separated from the device on the guide wire. The separation occurred well outside of the guiding catheter and pt, and the tip was easily identified and removed.